Event description:
Reporter alleged discrepant results were obtained with the blood glucose monitoring device and a valid lab comparison. Reporter stated device result was 425 mg/dl and lab measured 165 mg/dl. Reporter stated no treatment was received as a result of the alleged incident. Reporter did not indicate controls in the product section nor did he provide information as to whether they were used at the time of the alleged event. A request for the return of the suspect device and replacement product was sent.